Event description:
Feb. 29, 2016 01:43 pm (gmt-5:00) added by (B)(6): while performing a scheduled preventive maintenance, the ventilator exhibited excessive leakage. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
During investigation of the returned air gas module, it was concluded that the reported failure was caused by a defective delta pressure transducer on a printed-circuit board (pcb) inside the gas module. Microscopic inspection showed signs of corrosion, and a loose bonding inside the pressure transducer. During earlier investigations of air gas modules from the same hospital, sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on six delta pressure transducers and showed that the corrosion was caused by chlorine contamination. Our conclusion is, therefore that observed corrosion inside the delta pressure transducer is caused by chlorine contamination. The chlorine might have entered via the supplied air into the ventilator. According to the user´s manual, chlorine must not be detectable in the supplied gases to the ventilator. The hospital has been informed, and will be informed again, that measures should be taken to filter out contaminations e.g. Chlorine.

Event description:
(B)(4).

Manufacturer narrative:
On 04/11/2016 08:16 am (gmt-4:00) added by (B)(6): the returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, a test indicated a failure during the pre-use checks tests during the reported internal leakage sub-test. The failures were caused by a defective delta pressure transducer on a printed-circuit(pc) board inside the gas module. During the microscopic inspection, it was observed that there was a loose bonding thread with no electrical contact inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during pre-use checks tests and alarms will be activated if the failure were to occur during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2016. The root cause for why the bonding thread became loose has not been determined from this investigation.

Event description:
On 04/11/2016 08:02 am (gmt-4:00) added by (B)(6): (B)(4).